Event description:
Routine complaint investigation when a consumer reported receiving back to back imprecise readings of 39 mg/dl, 53 mg/dl and 71 mg/dl on their precision qid glucose meter. These results, when plotted on a clarke error grid, fell into the "d" zone showing the difference in readings to be clinically significant. There was no report of death, serious injury or medical intervention reported with the event.